Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, during deployment of the initial proglide device, a needle-to-cuff miss was observed. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss was observed. The device was removed and a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.